Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the usb cable was unable to charge the pump successfully. The customer also noted the cable felt hot. It was confirmed the pump was able to be successfully charged with a different usb cable. There was no impact to the customer's blood glucose level. A replacement usb cable was sent to the customer.